Event description:
The valve of the sheath was found to be faulty after placement into the patient. The sheath was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly about the occurrence and return of product. Manufacturer response for transeptal dilator, versacross connect¿ access (per site reporter). Clinical site notified mfg rep directly regarding the occurrence and return of product.